Manufacturer narrative:
The customer¿s report of a crack in the female luer was confirmed. Visual inspection showed a crack in the female luer wall. No tool marks or signs of over torque were observed. Functional testing was performed; the set leaked from the crack. The probable cause of the crack is a combination of material degradation during the supplier process and manufacturing factors.

Event description:
The customer reported a crack in the female luer. There was no report of patient harm.